Event description:
It was reported that after the first inflation to 8 atm, the balloon would not deflate. A syringe was used to partially deflate the balloon. The catheter was removed, and reportedly there was no patient injury.